Manufacturer narrative:
According to the customer on (B)(6) 2022 his wife was using the walker to ambulate and lost her balance and fell down onto the walker. Per the customer her right arm, 'brushed a sharp edge around the wheels, leading to an open bloody wound requiring stitches'. No additional information is available. The sample is available but will not be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2022 his wife was using the walker to ambulate and lost her balance and fell down onto the walker. Per the customer her right arm, 'brushed a sharp edge around the wheels, leading to an open bloody wound requiring stitches'.